Event description:
It was reported that the dexcom g7 sensor failed to pair with the ilet, resulting in loss of cgm data to the pump while blood glucose management remained unaffected and the user elected to use mdi during travel. Symptoms included no reported hypoglycemia, hyperglycemia, injury, or other clinical effects. Outcomes included interruption of automated dosing due to sensor pairing failure. Investigation included guided troubleshooting, sensor re-pairing attempts, mode toggling between g6 and g7, code entry and warmup, and user education to contact dexcom and replace the sensor if pairing did not complete. Investigation of this case revealed a pairing/communication failure isolated to the ilet-cgm interface, with repeated unsuccessful attempts leading to a replace-sensor alert and no hardware damage reported to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was a cgm connectivity malfunction related to sensor pairing that prevented data transmission to the pump.